Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31191954l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During afib ablation procedure, and close to the end of pulmonary vein isolation the physician witnessed that blood pressure has decreased. After echography check, and tamponade acknowledgement a percutaneous pericardial drainage was performed. Tamponade was stabilized by pericardial puncture. No surgical intervention. The procedure was cancelled. Additional information received indicated the patient likely required extended hospitalization for monitoring after pericardial puncture. Patient fully recovered.